Event description:
Patient underwent thr with custom tri-flange device on (B)(6) 2024 with neutral unconstrained liner. The patient then experienced a post-op dislocation which was re-operated on (B)(6) 2024 during which the surgeon replaced the liner with a constrained liner component. The patient has since dislocated again and the surgeon plans to revise with another constrained liner.